Event description:
The reporter contacted animas on (B)(6) 2012, stating that the ok keypad button would not respond to any tactile presses on the bolus screen after water exposure. The reporter denied damage to the keypad. The reporter confirmed that the audio bolus button was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate reported unresponsive keypad buttons issue. All buttons respond to presses appropriately. The keypad was removed and no damage was found to the button contacts. No leaks found during leak testing.